Event description:
An end user reported an itch at the bottom of the wafer where the peristomal skin fold is. The reporter states the itch has been there for 8 months or so and he has not attempted to treat.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user was advised to purchase an antifungal power and crust with a barrier wipe. He will also rotate the wafer on the abdomen. A sample of a moldable barrier was sent to the end user. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.